Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure alarm, also had backlight anomaly, keypad light was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they clear alarm and finish process. Customer stated they performed self test and it was passed. The insulin pump will be returned for analysis.